Event description:
It was reported that the probe tip was broken off when the surgeon was impacting into hard bone. The tip was left in the patient. No patient complications were reported.

Manufacturer narrative:
The device has not been returned to medtronic for evaluation. It was reported that hospital risk management has possession of the instrument.